Event description:
Related manufacturer reference number: 1627487-2022-01358. It was reported that patient experienced lead migration of both leads and confirmed via CT scan. One lead migrated anterior and unable to get coverage of that area. As such surgical intervention took place on (B)(6), where in one lead was explanted and replaced with a new lead and anchored to prevent future migration. The other lead was repositioned. Patient addressed no falls. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.